Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported by the vad coordinator that the controller feels very hot. Outer surface measurement revealed temperature of 53 degrees celsius. The controller was exchanged. No additional information available.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this event is related to the controller's surface temperature. Analysis revealed that the device passed visual examination and functional testing. An internal review of the controller found that the q3 mosfet was operating at a higher temperature. However, this component is still operating within its recommended temperature range (-55°c to 150°c). The reported event could not be duplicated at the bench level. As received controller, (B)(4), had the software maintenance release (smr) update installed.